Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain had resolved and the fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added- pelvic pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, fatigue, hair loss, weight gain was added. Essure removal date, indication, reporter details, patients date of birth added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.